Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1nsj5, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1nsj5, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins). It was reported the right lead had high impedances. It was reported that the doctor was programming the right lead during initial placement, measured impedances and they were reading high with contact one ~ 5000 and others higher than normal ~ 3000. The left lead with the same cable measured normally. The doctor decided to change to new lead and impedances were all normal (below 2500). The issue was resolved at the time of the report. No known environmental or patient factors that may have led or contributed to the issue were reported. No further patient complications were reported/ anticipated as a result of this event.